Event description:
It was reported that the user ran out of infusion sets and did not receive insulin for the day, resulting in hyperglycemia with reported glucose values escalating from approximately 330 mg/dl to 400 mg/dl while using a g7 cgm and awaiting express-shipped supplies; the user was advised to pause or shut down the pump and transition to prescribed subcutaneous insulin as backup therapy. Symptoms included high blood glucose without reported clinical manifestations. Outcomes included the need for subcutaneous insulin administration using a pen and education on reverting to alternative therapy when the ilet is not delivering insulin. Investigation included customer interview and troubleshooting with education on appropriate backup therapy use. Investigation of this case revealed user nonuse of insulin delivery due to depleted infusion supplies and reliance on cgm readings without active insulin delivery. It was concluded that the event was attributable to therapy interruption from lack of infusion sets rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.